Event description:
It was reported that there were battery-related issues and alarms, as well as cracks on the screen and battery cap of the customer's insulin pump. The customer stated the screen was somewhat hard to read. She also stated she was having to change out the battery once per day. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.